Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncopal episodes while flying in an airplane. No additional adverse patient effects were reported. The device remains in service.